Event description:
It was reported that a malfunction occurred on the pump. There was no reported impact to the customer's blood glucose level. The customer reset the pump with assistance from technical support, who provided reset information. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue recurred.